Event description:
It was reported that during a procedure the fiber tip detached in the prostate after 33,875 joules and 3:57 minutes of use. The fiber tip was recovered with forceps. The procedure was completed with a second fiber. No patient or user clinical consequences occurred due to this event.

Event description:
It was reported that during a procedure the fiber tip detached in the prostate after 33,875 joules and 3:57 minutes of use. The fiber tip was recovered with forceps. The procedure was completed with a second fiber. No patient or user clinical consequences occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device analysis revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end is torn. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherit risk of the device was assigned to this investigation.